Event description:
During an in-clinic follow-up, the device was found to have entered backup vvi (bvvi) mode. Abbott technical support was contacted, and the device was reprogrammed to resolve the event. The patient was in stable condition.